Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left circumflex artery (lcx). When the oad was advanced, it was indicated the viperwire guide wire pushed deeper into the vessel. The guide wire was unable to be retracted, causing resistance. During this, it was indicated the oad was still in the guiding catheter. The physician attempted to pull the guide wire back and suddenly the proximal portion of the guide wire was out of the oad and the guide wire spring tip was still in the vessel. The spring tip remained in-vivo. A new viperwire was used to complete the procedure.

Manufacturer narrative:
E1: (B)(6). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Correction: g1.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left circumflex artery (lcx). When the oad was advanced, it was indicated the viperwire guide wire pushed deeper into the vessel. The guide wire was unable to be retracted, causing resistance. During this, it was indicated the oad was still in the guiding catheter. The physician attempted to pull the guide wire back and suddenly the proximal portion of the guide wire was out of the oad and the guide wire spring tip was still in the vessel. The spring tip remained in-vivo. A new viperwire was used to complete the procedure.

Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to circumstances of the procedure. Detailed analysis of the fracture face shows evidence indicating that the wire was pulled to failure. This is consistent with the reported complaint details. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left circumflex artery (lcx). When the oad was advanced, it was indicated the viperwire guide wire pushed deeper into the vessel. The guide wire was unable to be retracted, causing resistance. During this, it was indicated the oad was still in the guiding catheter. The physician attempted to pull the guide wire back and suddenly the proximal portion of the guide wire was out of the oad and the guide wire spring tip was still in the vessel. The spring tip remained in-vivo. A new viperwire was used to complete the procedure.